Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was a revision of an accolade ii stem for loosening. Revised with restoration modular and mdm head and insert.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding stem loosening involving an accolade ii stem was reported. The event was not confirmed. There are areas with bony matter attached to the ti plasma sprayed coating that is on the proximal portion of the stem. There is no evidence of any corrosion on the trunnion surface. Explantation damage is observed on the trunnion surface. A review of the received information by a clinical consultant indicated that: x-ray copies available for review included an ap of the pelvis and an ap of the right hip, which are undated, poor quality studies with no bone detail appreciated, demonstrating bilateral total hip arthroplasties with three screws in the right acetabulum. Both hips are reduced, but no other details can be determined from these x-rays. No revision operative reports, no readable x-rays, and no clinical follow-up between the primary surgery on (B)(6) 2012 and (B)(6) 2013 are available. The indication for and findings at revision surgery are not clearly defined. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received. Further information such as better quality pre- and post-operative x-rays and the primary and revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that there was a revision of an accolade ii stem for loosening. Revised with restoration modular and mdm head and insert.